Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, during a 09jan2025 ipg replacement, a lead diagnosis was performed and revealed one lead had high impedances. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads, however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 2847790.

Event description:
Additional information received indicates the lead was broken resulting in high impedances. It is unknown which lead was broken.